Event description:
During a long limb roux-en-y gastric bypass, the device was used across the stomach, but not all the staples fired, leaving a small portion open. The surgeon completed the case by suturing the unstapled area. There was no pt consequence. Device is available for return.